Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels were reading "high" (greater than 400 mg/dl) while wearing the pod between 1 and 4 hours. The patient stated they woke up feeling unwell and noticed that the cannula was not properly inserted and insulin was leaking. Symptoms reported include chest pain, brain fog, nausea, and shakiness. The patient had unspecified blood work done and was treated with intravenous fluids, an intravenous insulin drip and unspecified intravenous medications. The pod was discarded. The patient was released the same day on (B)(6) 2026.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Corrosion was observed on the mechanism rails. A leak test was completed, and fluid was observed to be leaking from the unexposed portion of the soft cannula, which caused the observed corrosion. Due to this tear, fluid could not flow through the compete fluid path, though no visible external canula damage was observed. No abnormalities were observed in the downloaded data. The investigation could not determine if the observed internal cannula tear contributed to the reported event. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.n986usqsehyh1. Hardware: sm-n986u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.